Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine generator change due to eri high, out of range, hv lead impedance was observed. Therefore the lead was capped. No patient symptoms were noted. The patient was stable following the procedure.